Event description:
Customer reported an issue with the pump's time setting being incorrect. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with updating the pump's time and advised them to monitor for any recurring time discrepancies, with the customer understanding and acknowledging the guidance provided.